Event description:
It was reported that a pacing dependent patient presented in hospital with high, out of range threshold and pacing lead impedance. Lead fracture was suspected via fluoroscopy. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.